Event description:
The cardiotomy filter compartment filled with foam that entered the venous reservoir. Blood foam bubbled out of the reservoir vent. During the procedure approximately 400 cc of blood was lost. To compensate for this loss, blood was given. The pt's recovery was uneventful.